Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) had performed the repairs on iabp unit when preventative maintenance (pm) was completed. The fse noted that the 5000 hr maintenance kit rectified the reported issue. The fse completed pm service and completed all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: h4.

Event description:
N/a.

Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(4).

Event description:
It was reported that during a training the cs300 intra-aortic balloon pump (iabp) alarmed for "low vacuum", "leak in iab circuit "and a battery maintenance due message. Upon checking discovered a safety disk replacement was due. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (component codes), h10, h11 corrected fields: b5, d1, d4 (serial#), e2, e3, e4, g3 (remove healthcare professional), h6 (medical device ¿ problem code, type of investigation). Type of investigation not yet determined (4118 / 3233): a getinge field service engineer (fse) has reported that the iabp unit involved in this event was repaired by replacing the safety disk during preventative maintenance (pm). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a training performed by a getinge clinical specialist, the cs300 intra-aortic balloon pump (iabp) alarmed for "low vacuum", "leak in iab circuit "and a battery maintenance due message. Upon checking discovered a safety disk replacement was due. There was no patient involvement, and no adverse event reported.